Event description:
The initial reporter stated that the no flow out alarm did not operate as expected. They stated that it failed to alarm. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, but no additional information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.